Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose and insulin pump had open book image. The customer¿s blood glucose was 500 mg/dl. The customer was treated with manual injection. Customer reported that they received the open book image on the insulin pump screen. Troubleshooting was performed for open book image. The troubleshooting was not mentioned for high blood glucose. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to back up plan. The product will be returned for analysis.